Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H4, h6: device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on september 4, 2020. This is 2 of 2 follow-up med-watches being submitted, as it was unknown which band-aid product was involved in this event. See medwatch 1000599868-2021-00001. The same patient is represented in each medwatch. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.

Event description:
This is 2 of 2 follow-up med-watches being submitted, as it was unknown which band-aid product was involved in this event. See medwatch 1000599868-2021-00001. The same patient is represented in each medwatch.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for band-aid breathable 16ct ap 6916999000713 0037206179apa 0037206179apa. Device is not distributed in the united states. Band-aid breathable 16ct ap 6916999000713 0037206179apa 0037206179apa is similar to device marketed in the USA (bab sheer 1inx3in USA 38137004770 8137004770usa 8137004770usa ). UDI #: (B)(4), upc #: 6916999000713, lot #: 200904, exp: na. Concomitant medical products:: device is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA (bab sheer 1inx3in USA 38137004770 8137004770usa 8137004770usa). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. This is 2 of 2 med-watches being submitted, as it was unknown which band-aid product was involved in this event. See medwatch 1000599868-2021-00001. The same patient is represented in each medwatch. If information is obtained that was not available for this initial medwatch, an additional follow-up medwatch will be filed as appropriate.

Event description:
A (B)(6) year old female consumer reported an event with band aid brand breathable bandages. Consumer visited the pharmacy to buy a band-aid due to finger scratch caused by cutting vegetables. On (B)(6) 2021, the consumer experienced skin pruritus and red rash shortly after application. The consumer then visited the pharmacy for consultation. The consumer was advised to take chlorphenamine for observation. The consumer reported recovering 2 hours after medication. This is 2 of 2 med-watches being submitted, as it was unknown which band-aid product was involved in this event. See medwatch 1000599868-2021-00001. The same patient is represented in each medwatch.